Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, patient reported he filled an insulin cartridge and inserted the new cartridge in the infusion device. Patient stated he was able to place the infusion device in run mode and did not notice any air bubbles. Patient reported the infusion device has been in run mode for about 15 minutes and he just noticed a large air bubble at the top of the insulin cartridge near the infusion adapter. Verified that patient used room temperature insulin to fill the cartridge. Verified that patient filled a cartridge to 315 units, but did not adjust piston rod prior to inserting cartridge. Advised to always adjust piston rod first. Attempted to prime out air bubbles 2 times; was not successful. Verified patient had about 226 units of insulin in his cartridge. Had patient remove cartridge and go through the change the cartridge function again. Advised to adjust piston rod to 220 units and insert cartridge. Patient completed the prime and air bubble was able to move out of cartridge and tubing; air bubble was no longer visible. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.